Manufacturer narrative:
Stryker provided the customer with a repair quote; however, the customer has not pursued repair of the device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had a blank screen. This can be indicative of a device lock up and in this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.